Event description:
It was reported that during a lead implant attempt, the screw mechanism did not function smoothly at the scrub table. Therefore the lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed and no anomalies were found.